Event description:
Per the clinic, the device was explanted in 2009 (specific date not reported) due to cholesteatoma. Subsequently, the patient was reimplanted with another cochlear device on (B)(6) 2009.